Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed a damaged lid and bezel. A functional evaluation was performed on the returned device and found the unit does have a slight smell of burning after some use but no excessive heat was found. The unit was opened and found large amounts of rust and dried liquid residue throughout the floor and walls of the chassis. No visible burn marks or arc damage was found inside. None of the components were damaged. There is rust near the power button but not touching. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a failure to follow instructions. Factors that could have contributed to the failure include exposure of saline. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the coblator ii controller was hot. No case reported; therefore, there was no patient involved.

Manufacturer narrative:
H10: internal complaint reference (B)(4).